Event description:
A customer reported a high reading with the adc device. The customer was dizzy and self-treated with insulin, then had contact with a healthcare professional who provided unspecified treatment via IV. The customer did not report of capillary results or diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000ngvkyw has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.